Event description:
It was reported that the patient had ventricular tachycardia in the morning and was intubated. Additionally, the site requested log file review and reported that they were aware that the patient had low flow alarms, the patient had right heart failure. They were in the cardiac catheterization laboratory where a protek duo was placed. Log files contained low flow estimates as well as sustained low flow hazard events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricle assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms. According to the account, the low flow alarms were due to the reported arrhythmia. The submitted controller log file captured transient low flow alarms on 28aug2024. Of note, the low flow events were captured at times when pi was elevated. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until being routinely transplanted on 06sep2024. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure and cardiac arrhythmia. This section also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Per nursing staff it was additionally reported that the patient's symptoms were unable to determined, however the arrhythmia was treated with direct current cardioversion (dccv), and satolol was started. The patient experienced low flows and lower blood pressure. It was unknown whether the patient had a history of arrhythmia pre-left ventricular assist device (lvad). No implantable cardioverter-defibrillator (ICD) was implanted prior to lvad. Right heart failure existed pre-lvad implant. Right heart failure was not caused by or contributed by the device. Right heart failure caused poor filling in lvad.

Manufacturer narrative:
B5 narrative information. H6 - adverse event problem - health effect - impact code. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.